Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an ophthalmic surgery on an unknown date in (B)(6) 2019 and suture was used. The needle broke away from the suture. The suture was crimped in the sterile tray and the suture broke in the same area. Another like device was used to complete the procedure. There were no adverse patient consequences reported.